Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "safety-s" occurred during surgery. The twin pump has been replaced. It is stated, that the incident occurred 5 minutes after starting the surgery and it did not do any harm to the patient. No known harm to patient. (B)(4).

Manufacturer narrative:
The field service technician (fst) has been sent for further investigation. According to service order, the error could not be duplicated and the pump was working. As preventive correction and safety measure, the fst replaced the control board and the safety system board. Functional test has been done successfully. The most probable root cause could not be determined as the failure could not be duplicated. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).